Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a company representative and forwarded by our local affiliate (B)(4). Initial and f/u info received on 02-mar and 16-mar-09 respectively, were processed together. This case involved a female, pt, (age nos), who had poly-l-lactic acid therapy on an unk date. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed nodules/lumps. Corrective treatment and event outcome were not reported. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no fault detectable. Reporter's causality assessment: not provided.